Event description:
It was reported that system indicated user advisory 7 (discrepancy between load 1 and load 2 too large) and that the advisory could not be cleared. No adverse event reported.

Manufacturer narrative:
Reported complaint of user advisory 7 (discrepancy between load 1 and load 2 too large) was confirmed. Investigation found a load cell at fault. Load cell was replaced and the issue was resolved. Platform passed final test. No adverse event reported.